Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing during the last two months resulting in pacing inhibition and asystole of a few seconds. One inappropriate anti-tachycardia pacing (atp) episode was also observed. In-clinic testing showed signal amplitude, pacing impedance, shock impedance, and threshold measurements were all within an expected, normal range. Evocative maneuvers did not reproduce any noise. The patient was asked if they remembered a particular event around the time of the pacing inhibition. The patient underwent an ablation but does not recall the date. In march 2023 the patient underwent a device upgrade from an implantable cardioverter defibrillator (ICD) to crt-d, and technical services noted it might be possible lead insulation was damaged during the procedure. Subsequently, the patient was hospitalized and underwent a revision procedure to replace this crt-d and surgically cap the lead (it remains implanted but out of service). Besides intervention, no other adverse patient effects were reported. Product return is not indicated at this time.

Manufacturer narrative:
At this time, this device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.